Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 75 months ago. Aneurysm and vessel morphology from the time of implant are unknown. Two thoracic stent grafts were implanted to treat a migration and type I endoleak of the aneurx bifurcated stent graft and aortic cuff approximately 27 months ago. The stent graft migration and endoleak were attributed to disease progression and aortic neck dilatation. It was reported the patient recently presented emergently with back pain and abdominal pain. The aneurysm was 10 cm in diameter. It was also reported that the patient has not had follow up since the time of the talent thoracic implant. A recent CT scan demonstrated that the stent graft has migrated distally 2 cm resulting in a type iii endoleak between a talent thoracic stent graft and an aneurx aortic cuff. The physician elected to treat the patient with an endurant cuff. The endurant cuff stent graft was advanced to the intended landing zone; however, it did not open up properly due to the other stent grafts that were already implanted in the patient. The physician elected to convert the stent graft to an aui by implanting another manufacturer's stent graft followed by a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak); patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).